Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The caller did not know the blood glucose reading. The alarm was resolved by a complete infusion set change. The customer's mother declined to return the reservoir and infusion set for analysis. Advised the customer's mother to call when the alarm occurred for proper troubleshooting, as this was a past event. Nothing further reported.